Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): complete UDI# is unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Concomitant medical products: tecnis toric intraocular lens, model zct100, sn: unknown; standard technis cartridge injector; non-johnson and johnson machine; non-johnson and johnson viscoelastic. (B)(6). Device manufacture date: unknown as lot number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and the lot number is unknown; an investigation could not be performed. A product deficiency could not be determined. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the doctor removed a fragment from the eye of a female patient in a secondary surgical procedure. The doctor does not know the source of the fragment but indicated that the possible options would be the intraocular lens cartridge or from the outer edge of an intraocular lens. The doctor indicated that a fragment of the phaco sleeve would be unlikely the cause as it appears to be clear, not pink. Additionally, it was noted that the surgeons do not routinely inspect every lens before they are loaded into an injector. They will look at it once it is folded and in the cartridge only, in order to see if the folding has been correctly done. Once in the eye and unfolded the lens is always checked/looked at by the surgeon. It was indicated that the viscoelastic (ovd) and the system used were competitor¿s devices. The doctor noted that the fragments themselves are too large to have travelled down the cannula of the ovd so it unlikely to be the source. The surgeon reported that he did get two (2) foreign bodies/foreign material out which he managed to save one of them. No additional information was provided. The surgeon reported that he has experienced this issue on two patients. This report pertains to the event reported with the first patient and on the 1mtec30 cartridge device. A separate report is being submitted for the event with the second patient.